Event description:
A report was received that the patient was experiencing inadequate stimulation. The physician believed that the leads had been crashed and high impedances were noted. The cause of high impedances was unknown. The patient underwent a revision procedure wherein the whole system was replaced. The physician suspected device malfunction but not with the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead; model#: sc-3138-25 serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.